Event description:
Pump was returned to animas. Eval revealed an out of calibration force sensor. This report is being made based on the eval results.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration.